Manufacturer narrative:
Explants are labeled in the IFU. Event evaluation: still under investigation.

Event description:
Per complaint form: a male pt underwent a repair of a ruptured aaa. A zenith unibody device with a single iliac limb extension to repair ruptured aaa was utilized. Pt demonstrated diffuse bleeding on completion image. A proximal aortic cuff was added to exclude the type la leak. Diffuse ooze persisted, requiring laparotomy. Found active bleeding through the suture holes on the graft where the z-stent is secured to the graft, requiring explantation and conversion to open repair. The top stent segment of the flex main body and the aortic remained. The physician explanted the rest of the devices. A conversion to laparotomy was performed. No additional pt outcome was provided.